Manufacturer narrative:
(B)(4). Foreign, (B)(6). Concomitant medical products- persona femur, persona tibial tray, persona bearing, personal patella. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2018 - 00185, 3007963827 - 2018 - 00186, 0002648920 - 2018 - 00770, 3007963827 - 2018 - 00184. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced revision due to infection 30 days after primary implantation. Poly was replaced and surgical site was washed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A2: dob - unknown month and day in 1948. D4: UDI#: (B)(4). D11: catalog#: 42500606202, femur cemented posterior stabilized, lot#: 63690724; catalog#: 42532007102, tibia cemented 5 degree stemmed, lot#: 63751004; catalog#: 42540000032, all poly patella cemented 32 mm diameter, lot#: 63862279. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.